Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer would not turn on, it powered up and worked as expected, additionally it was verified that there were no errors in the error log. The power supply was replaced as a preventive. Analysis did note that the system fan was noisy and the programmer failed its right antenna test due to it being loose. The system fan was replaced and the antennas were secured and re-torqued.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the programmer would not turn on. It was noted that different outlets and cords were attempted with no success. The programmer has been returned for repair. No patient complications have been reported as a result of this event.